Event description:
It was reported that during a tachycardia episode, the therapy did not completely terminate the tachycardia but slowed it sufficiently with no adverse consequences. At a subsequent check a few years later, the patient had multiple tachycardia episodes and one was misinterpreted as svt. Patient was asymptomatic during the episodes. Further information is not available at this time.